Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and lemo connector were evaluated and tightened. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with this event.